Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-07289 and 2134265-2015-07265. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and pullback sled to visualize the unspecified target lesion. However, error 214 occurred and automatic pullback could not be performed. The system was being used by performing manual pullback.